Event description:
The lens was implanted and removed due to the lens being damaged upon insertion. The surgeon stated that the optic was nicked. The lens was cut into pieces to remove and there was no patient injury event.